Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was oversensing. The physician decided not to make programming changes to the device. No symptoms during or after the oversensing. The patient will be monitored normally.